Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right tube, the coil perforates the tube, 1 cm from the insertion point/coil appeared to be protruding from the medial portion of tube') in an adult female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2009, anxiety, depression, uterine fibroid, pelvic fracture, endocervicitis and paratubal cyst. Previously administered products included for an unreported indication: iud nos on 13-aug-2012. Concomitant products included alprazolam (xanax) since 2011, bupropion hydrochloride (wellbutrin) since 2013, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2013 to 2014, lamotrigine (lamictal) since 2009, mometasone furoate (flonase) since 2009, oxycodone hydrochloride (oxycodon) from 2013 to 2014 and valaciclovir hydrochloride (valtrex) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dry skin ("rashes or skin conditions type: dry skin patches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition: bipolar worsened"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, paracetamol (acetaminophen) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, bipolar disorder, fibromyalgia, dry skin, migraine and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bipolar disorder, dry skin, fallopian tube perforation, fatigue, fibromyalgia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion date: (B)(6) 2013. Right tube: 3 trailing coils. Left tube: 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, fallopian tube occlusive devices appear properly positioned bilaterally.. X-ray - on an unknown date: essure in appropriate location, 2 coil devices visualized in pelvis, stable in position compared to abdominal series from 2015. Concerning the injuries reported in this case the following events are reported via social media- fallopian tube perforation. Lot number: a63341 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right tube, the coil perforates the tube, 1 cm from the insertion point/coil appeared to be protruding from the medial portion of tube') in an adult female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2009, anxiety, depression, uterine fibroid, pelvic fracture, endocervicitis and paratubal cyst. Previously administered products included for an unreported indication: iud nos on (B)(6) 2012. Concomitant products included alprazolam (xanax) since 2011, bupropion hydrochloride (wellbutrin) since 2013, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2013 to 2014, lamotrigine (lamictal) since 2009, mometasone furoate (flonase) since 2009, oxycodone hydrochloride (oxycodon) from 2013 to 2014 and valaciclovir hydrochloride (valtrex) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dry skin ("rashes or skin conditions type: dry skin patches") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bipolar disorder ("psychological or psychiatric problems condition: bipolar worsened"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, paracetamol (acetaminophen) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, bipolar disorder, fibromyalgia, dry skin, migraine and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bipolar disorder, dry skin, fallopian tube perforation, fatigue, fibromyalgia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion date: (B)(6) 2013. Right tube: 3 trailing coils. Left tube: 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion, fallopian tube occlusive devices appear properly positioned bilaterally. X-ray on an unknown date: essure in appropriate location, 2 coil devices visualized in pelvis, stable in position compared to abdominal series from 2015. Concerning the injuries reported in this case the following events are reported via social media- fallopian tube perforation. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. The case became incident. The previously reported event ¿injury¿ was replaced with new events: fallopian tube perforation, abdominal pain, bipolar disorder, dry skin, fatigue, fibromyalgia, migraine and pelvic pain were added. Lab data, lot number and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.